Event description:
It was reported that the patient experienced atrophy at the side of the cuff of his artificial urinary sphincter (aus). There were no any issues with the explanted device. A new aus was implanted. No information was provided about the patient's outcome. No more information is available at the moment, additional information will be provided as it becomes available.